Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the on led was blinking while the off led was lit. On further troubleshooting the fse checked the system logfile onsite and found gpdu self-test error and confirmed malfunction as electrical/electronic failure of the pdm (power distribution module). To resolve the issue, the fse replaced power distribution rear panel box in m cabinet. The defective part was sent for analysis, for power distribution rear panel box malfunction was observed and the failure was found to be electrical defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up normally. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.